Event description:
Siemens received a report on (B)(6) 2011 that during an imrt treatment of a pt, the gantry rotated automatically and it could not be stopped at its present position until the limit switch was engaged. The customer stated that the gantry could have hit the pt. The reported incident occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2011 and we are mailing this MDR on (B)(6) 2012. Investigation of the reported occurrence is on-going, and additional follow-up to this event will be submitted upon completion of the investigation. (B)(6).